Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd safetyglide syringe experienced 6 needle stick injuries, 5 cases of the needle point penetrating through the shield, and 5 cases of the needle and syringe separating/spinning out. It has not been specified whether medical intervention was administered as a result of the needle stick injuries. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced needlestick injury after patient use after safety mechanism activation (locked over needle) (6), needle detaches from syringe (5), needle dull/blunt (7). Additional information related to nsi after safety mechanism activated states: "twice". Additional information related to the impact of nsi after safety mechanism activated states: "once removed". Additional information related to the impact of needle detaches from syringe states: "when decaped".